Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown type of baclofen [2000 mcg/ml] at a dose of ¿510.6 mcg¿ via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient presented with a possible infection. The physician took samples at the incision site and determined there was an infection present. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump and catheter were removed on (B)(6) 2017 as surgical intervention taken to resolve the issue. The pump and catheter would not be returned as they were discarded and would be replaced in the future. The patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the reported infection and explant). It was indicated that at the time of the report the issue was resolved. No further complications were reported or anticipated. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.